Manufacturer narrative:
Investigation/evaluation currently in process. (B)(4) considers this report open, follow-up report to be submitted once investigation is complete. (B)(4).

Event description:
Richard wolf (B)(4) ((B)(4)) was notified by user facility that during a procedure the tip of the sheath broke into pieces and fell into the patient. Pieces were recovered from patient. Facility also reported burn marks on the working element and damaged electrode. At this time, the working element and sheath are suspect devices and a report will be submitted for each device. 1) working element (ID #(B)(4)) (MDR 9611102-2018-00007); 2) outer sheath (ID #(B)(4)) (MDR 9611102-2018-00006). Sheath manufactured on 18oct2017 with a batch size of (B)(4) units. Sheath was purchased by facility on (B)(4) 2017.

Manufacturer narrative:
Additional information: richard wolf medical instruments corporation attempted to obtain the required fields from the user facility on 3 different occasions: (B)(4) 2018 however, no response was received. Richard wolf mic considers this matter closed, however, should additional information become available, a follow up will be submitted as required.